Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the insulin pump was shutting off. Customer stated the insulin pump had a blank display and it did not return. Assisted customer with performing self-test. Customer stated it there was not an issue with blank display; the insulin pump keeps shutting off. Advised customer a battery cap will be overnight, so she can change it. Customer's blood glucose was 133mg/dl.